Event description:
It was observed that during the device evaluation, the autoclavable camera head had lost water tightness, detached coupler from the camera head, and rusty coupler. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the coupler is detached from the camera head due to defective coupler unit, water tightness is lost due to damage on the cable unit and coupler corrosion occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.